Event description:
Event description guidant received information that this patient felt very weak and had a heart rate in the 30's. The patient's pacing system consists of a guidant pacemaker and two non-guidant leads. Upon device interrogation, it was reported that the lead safety switch (lss) had been triggered. Two ventricular tachy episodes were noted as the result of noise. However, no noise could be reproduced with isometrics or pocket manipulation. Review of the daily measurements noted impedance measurements of 300-400 ohms, and varying amplitudes.